Event description:
The dealer states that he has not seen the chair yet but the end user states that the end user is a heavy user and is (B)(6) and pushes off of the right hand side for transfers. The end user states that he broke the arm at the weld.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.